Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The following information was requested, but unavailable: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? We cannot get additional information about this report. If further details are received at the later date a supplemental medwatch will be sent. Citation: surgery 164 (2018) 91¿95; doi: https://doi.org/10.1016/j.surg.2017.12.020 (B)(4).

Event description:
It was reported via journal article "title : effect of triclosan-coated sutures on the incidence of surgical site infection after abdominal wall closure in gastroenterological surgery: a double-blind, randomized controlled trial in a single center" author : kosuke ichida, md, hiroshi noda, md, phd *, rina kikugawa, md, phd, fumi hasegawa, md, tamotsu obitsu, md, daisuke ishioka, md, rintaro fukuda, md, ayuha yoshizawa, md, shingo tsujinaka, md, phd, toshiki rikiyama, md, phd citation: surgery 164 (2018) 91¿95; doi: https://doi.org/10.1016/j.surg.2017.12.020 this prospective, double-blind, randomized, controlled parallel adaptive group-sequential superiority trial aimed to investigated the effect of triclosan-coated sutures in decreasing the incidence of surgical site infections after abdominal wall closure in gastroenterologic surgery. From mar2014 to mar2017, 1013 patients who underwent gastroentologic surgery were randomized and masked into two groups: study group (n=508; n=304 male and n=204 female; mean sd age of 67.0 [11.5] years), and control group (n=505; n=322 male and n=183 female; mean sd age of 57.5 [11.6] years). In the study group, the abdominal fascia and peritoneum were closed using vicryl plus, and skin closure with pds plus. In control group, vicryl and pds ii sutures were used as identical in the study group. Outcome within 30 days after the procedure included superficial ssi (n=23 study group and n=19 control group) and deep ssi (n=12 study group and n=11 control group). Postoperative antibiotic therapy were administered in the patients. This large rct at a single center showed that triclosan-coated sutures did not decrease the incidence of ssi after abdominal wall closure of gastroenterologic surgery. Because the genesis of ssi is multifactorial, strategies including various medical modalities and further scientific innovation are required to decrease the incidence of ssis after performing operations for wounds that are classified as clean-contaminated.